Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service observed a foggy image due to moisture on the light guide lens, which was resolved after aeration. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during inspection and testing, service found the light guide lens was cracked and had moisture. The labeling had worn edges and scratches. A leak was observed in the forceps/instrument channel. The c-cover insulation was out of specification due to a deep dent. The angulation was low, and the angle control knob movement had play. There were dents in the distal end plastic cover. The rubber adhesive was cracked. The insertion tube had scratches and minor dents. The light guide tube had buckling and scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the lens of the subject device was blurry (blurry image). The issue occurred during an unspecified therapeutic procedure. There was no patient or user injury reported. No further information was available. The device was sent to an olympus service center for evaluation.